Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and no other complaints relating to the complaint codes were found. It should be noted that the sapien 3 ultra resilia (s3ur) thv was implanted in the aortic position with pure ai (lack of calcification) case. The s3ur thv system is indicated for valve replacement involving "relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis". Therefore, this was an off-label operation for valve-in-non-calcified/non-stenosed native aortic position. The IFU and training manuals in this section are for transfemoral (tf) procedures in the aortic/mitral position and were reviewed for relevant guidance for a s3ur implant using a commander delivery system (ds). Based on this review, no IFU training deficiencies were identified. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "the patient presented with severe pure ai (zero calcium/stenosis). Under mac anesthesia, during rapid ventricular pacing and with the lvad reduced to 3500 rpm, the patient had a 26mm sapien s3ur deployed in the aortic position via the left common femoral approach. Aortography showed at least mild regurgitation, and the valve appeared low (ventricular)." In this case, the inadequate annular calcification could have contributed to the malpositioned thv, which can lead to central regurgitation since it can affect the proper coaptation of the thv leaflets. Available information suggests that procedural factors (off label operation with malpositioned thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to pure aortic insufficiency procedures, the available training materials were reviewed only for information potentially relevant to the device use. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to pure aortic insufficiency procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (low placement of the valve) and patient factors (inadequate annular calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, the patient received two 26mm sapien 3 ultra resilia valves in the aortic position. Of note, this patient has an lvad and aortic insufficiency (ai). Per medical records, after implant of the 1st 26mm sapien 3 ultra resilia valve in the aortic position, an aortography revealed at least mild regurgitation, and the valve appeared to be deployed too low (ventricular). A second 26 mm edwards sapien 3 ultra resilia valve was advanced into the thoracic aorta and mounted on its delivery balloon. The valve was then advanced across the aortic valve, and the pusher was withdrawn. The valve was positioned about 7-8 mm to the aortic side of the first valve. During rapid ventricular pacing and with the lvad reduced to 3500 rpm, the valve was deployed.

Manufacturer narrative:
The investigation is ongoing.